Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that an automated impella controller (aic) was returned from the customer as an out-of-box failure (oobf). It was identified that the console had not been properly shut down prior to shipment from abiomed, which resulted in an ¿unexpected shutdown¿ alarm when the console was powered on at the customer site. This condition was determined not to be indicative of a device malfunction, and the console was reported to operate within specification. During subsequent preventive maintenance and evaluation, the console displayed ¿battery failure¿ and ¿battery communication failure¿ alarms. Upon inspection, both batteries were reported to have 0% capacity, and no fuse indicator was present. The battery set was replaced. Following replacement, preventive maintenance testing was completed without further issues, and the console was reported to be functioning as expected. The issue was identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.